Event description:
The advocate stated that her husband received a blood glucose reading of 266 mg/dl from his contour and a reading of 130 mg/dl from another meter. The different between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.